Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2006 due to exposed mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat stress urinary incontinence concurrently with the removal of a 2 cm vaginal polyp (benign) and a cystoscopy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, stress urinary incontinence, urge incontinence, urinary problems, and recurrence. It was reported that the patient underwent mesh removal on (B)(6) 2006 due to exposed mesh concurrently with a cystourethroscopy and urethrolysis. It was reported that following mesh removal the patient experienced mixed stress urinary incontinence and urge incontinence with intrinsic urethral sphincter deficiency. A transurethral injection of coaptite was performed with a cystoscopy on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).